Event description:
Around (B)(6) 2010 the patient started experiencing groin pain, difficulty in walking, swelling and other symptoms.

Event description:
It was reported that revision surgery was performed due to an adverse reaction to metal debris.